Manufacturer narrative:
The unit was received with a scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing retainer and missing reservoir tube o-ring. The unit was unable to perform the displacement test due to the missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the transparent plastic guard and the o-rings were missing from the insulin pump. The insulin pump was returned for analysis.